Manufacturer narrative:
(B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. Dmf# - 13704, trade name (B)(4), active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeons are having problems with the polymerization time of the cement. The problem seems to affect both their working time and application and setting. They indicate that their storage conditions have not changed. No surgical delay or patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 3335040, lot 9623769, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Question: was there any adverse consequences that affected the patient because of the reported event? Answer: any consecuent in the patien, the only problem was that the cement sets slower than it should.